Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that citrate tubes fill past the 2.7 ml mark. Additionally, on 2020-02-20 the customer provided the following additional information: what type of specimen was collected, capillary or venous? Venous. .how was specimen collected-heel stick, finger stick or syringe? Vacutainer needle. How many times was the tube inverted upon collection? Approximately 6 times. Are specimens refrigerated? No. How long after collection to running? Within 2 hours. Are there micro clots or complete clots? No clots.

Manufacturer narrative:
H.6. Investigation: bd ids received no samples from the customer facility for investigation. The retention samples were evaluated and the customer¿s indicated failure mode of ¿overfilling¿ with the incident lot was not observed as the tested samples met the required specifications. Water fill testing was conducted on the retention samples. The device history records were reviewed with no issues found. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that citrate tubes fill past the 2.7 ml mark. Additionally, on (B)(6) 2020 the customer provided the following additional information: ¿ what type of specimen was collected, capillary or venous? Venous ¿ how was specimen collected-heel stick, finger stick or syringe? Vacutainer needle ¿ how many times was the tube inverted upon collection? Approximately 6 times ¿ are specimens refrigerated? No ¿ how long after collection to running? Within 2 hours ¿ are there micro clots or complete clots? No clots.